Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that he transitioned to in-center hemodialysis (hd) due to being diagnosed with peritonitis twice. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided) and ip ceftazidime 2g daily for 21 days. The pd effluent resulted positive for gram-negative bacilli (organism not provided). The white blood cell (wbc) count was 5341 with 75% polymorphonuclear cells. The vancomycin was discontinued after two doses. On (B)(6) 2022 the wbc count was 2149. The patient continued to complete the antibiotic therapy. On (B)(6) 2022 the wbc count was 1411 and on 27/apr/2022 the wbc count was down to 658, however, the polymorphonuclear cells increased to 73%. The patient complained of worsening abdominal pain. On (B)(6) 2022, the patient¿s pd catheter (not a fresenius product) exit site was cultured. The culture was positive for pseudomonas (species not provided). The patient continued the antibiotic therapy. The patient had a repeat pd effluent culture obtained on (B)(6) 2022 as he continued to complain of worsening abdominal pain. No information related to additional antibiotic therapy was documented. The culture was again positive for gram-negative bacilli (organism not provided). On (B)(6) 2022 the patient was admitted to the hospital for severe abdominal pain from the peritonitis. It was determined that the patient¿s pd catheter was colonized with the gram-negative bacillus. The patient had the pd catheter pulled (date unknown) during the hospitalization and he was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient decided not to return to pd therapy as it was much more involved than he was led to believe. The patient has since had a fistula placed for hd therapy. The pdrn stated this peritonitis was classified as relapsing.